Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent hernia repair, as reported a ventralight st mesh (device #1) was implanted during the repair. On (B)(6) 2017 - the patient underwent removal of the failed ventralight st mesh (device #1). As reported, after removing the ventralight st (device #1), the surgeon implanted a larger non-bard davol mesh. The patient's attorney alleges the st bard mesh implanted in the patient failed to reasonably perform as intended, caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the st bard mesh was initially implanted to treat. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective st bard mesh. As reported, the st bard mesh implanted in the patient failed to reasonably perform as intended, caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the st bard mesh was initially implanted to treat. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective st bard mesh.